Manufacturer narrative:
Findings: unit passed the rewind, basic occlusion test, prime/a33 test and displacement test. However, unit received stuck in the motor error loop during bolus/basal delivery. Unable to confirmed e70 error alarm due to erased history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unit received with minor scratches on lcd window. Unit received with broken battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during bolus/basal. Customer's blood glucose was 162 mg/dl. The customer stated that the device was not exposed to high magnetic field. The customer was assist with clearing the alarm. The motor error occurred 3 times in the last 30 days. The customer doesn't received e70 alarm. Customer does not use the sensor feature on the pump. The customer stated they are able to complete the rewind sequence. The customer was advised that the device would be replaced and agreed to return the product for analysis.